Manufacturer narrative:
(B)(4). The guide wire remained inside the concomitant catheter when these devices were returned for evaluation. Approximately 95 mm of the distal wire was out of the catheter tip. Microscopic observation of the wire tip revealed that the coil wire was fractured proximal to the tip solder. Underneath the coil wire, the exposed inner coil wire was found unraveled due to accumulated torsion. No damage was observed on the concomitant catheter. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and the investigation outcome, it was concluded that torsion exceeding the product's design limit was inadvertently applied on the guide wire while the wire tip was being trapped by the severely calcified cto. That accumulated torsion led the coil wire to become loose at the solder where the coil wire was fixed to the core and eventually detached from the solder. It was assumed that the guide wire and the catheter became stuck due to the loosened coil wire. There was no indication of product deficiency. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that the coil wire of an asahi guide wire became detached during a re-ppi to treat a heavily calcified cto in the right sfa where the previous ppi failed to cross wires. With an asahi catheter, the guide wire was advanced to the cto in an attempt to cross. When the physician pulled the guide wire to drag into the catheter lumen, it became stuck with the catheter. Both devices were removed from the vasculature and it was recognized that the coil wire of the guide wire was fractured. New devices were replaced to resume the ppi. It completed with successfully reestablished blood flow. There were no adverse patient effects.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.